Event description:
It was reported that during a ptca procedure, the tip of the choic e pt guide wire broke. The lesion being treated was a calcified lesion in a highly tortuous right coronary artery (rca). The tip of the choice pt guide wire fell off inside the patient. The physican attempted to snare it but was unsuccessful. The procedure was not completed due to this event. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.